Manufacturer narrative:
One medfusion pump was received with the top case cracked by the tube holder and a broken handle. The bottom case was cracked by the "l" bracket pole clamp and there was visible contamination. The event history log was reviewed and there was a force sensor test error. Visual inspection, the power up process and infusion/occlusion tests were performed. The cracked case was found during visual inspection, the force sensor test error was unable to be duplicated, but it was found in the history log. The cause of the force sensor error was unable to be determined, since no visible damage/contamination was found on the plunger head. The force sensor readings were all in specified tolerance as follows: no load 0 : count =35 and force readings 0.00 lbs. At 5 lbs. Force readings 4.98 lbs. And at 15lbs force readings 14.58 lbs. The cracked case was customer induced. The top and bottom cases, force sensor and plunger cable were replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a cracked outer case and a force sensor error. There was no reported adverse event.